Manufacturer narrative:
This issue was identified during a literature review. A review of the manufacturing records substantiate the lot was manufactured according to validated and approved processes and met all predetermined specifications prior to release. Out of an abundance of caution, and due to the procedural interventions involved in this case this MDR is being filed.

Event description:
Article in the journal of the society of laparoendosopic surgeons january-march 2017, volume 21, issue 1, by dr. Kent sasse, university of nevada school of medicine, titled "laparoscopic rectopexy with urinary bladder xenograft reinforcement" described the following in reference to an acell surgical device: a (B)(6) female with diagnosis of complete rectal prolapse had laparoscopic low anterior pelvic rectopexy on (B)(6) 2014 with acell device pfm0912 as reinforcement between the presacral fascia and the rectal seromuscular wall. Initially the patient had normal flatus and some stool passage, however a few days post op she developed zero bowel movements for 12 days, and abdominal distention and pain. She was uncooperative with treatment recommendations (recommendation of miralax {osmotic laxative} was rebuffed and instead she used dulcolax {stimulant laxative}). She was seen in the ER at day 12 post op, CT scan of abdomen and pelvis (B)(6) 2014 showed no abscess and white count was normal at 8.2. On (B)(6) 2014 a left transgluteal pelvic abscess drain was placed with CT guidance. Culture of the abscess fluid was positive for providencia alcalifaciens and streptococcus anginosus, however there was no fever, and a normal blood wbc count; she was started on antibiotics. On (B)(6) 2014 there was a contrast enhanced CT of the pelvis which showed drainage catheter present with "complete resolution of the targeted abscess". On (B)(6) 2014 it was identified that the patient was experiencing inordinate amounts of pain centered on the transgluteal drain, so she underwent laparoscopic replacement of the transgluteal pelvic drain with a placement of a transabdominal pelvic drain and removal of the pelvic permanent sutures.